Event description:
The report received from the field indicated that while preparing the 5 fr. Infinity pigtail 145 6sh diagnostic catheter for a procedure, the pigtail catheter was noted to be missing the six side-holes. The product was not clinically used in the patient. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15001526 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 15001526. The punching process was reviewed and no anomalies were found. The fpi side hole configuration was reviewed and no anomalies were found. The operator qualification records for punching, according to (B)(4) were reviewed. The operators that performed this operation were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. Preventive maintenance records for forming machine with equipment (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates.